Event description:
Customer reported an issue with the passport 2 monitor, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated system. Corrections included replacement of cpu board's memory chip and reseating the cables. Unit was calibrated and safety tested to factory's specs.